Event description:
It was reported that the asahi prowater guide wire was being used during an un-specified procedure. Under fluoroscopy, it was observed that the guide wire appeared to have an edge. Upon removal from the patient, it was observed that the tip of the guide wire appeared to be bent/kinked. No portion of the guide wire appeared separated. Another asahi prowater guide wire was used to successfully complete the case. There were no adverse patient effects and no clinically significant delay in the procedure. Additional information was received. The physician stated that the reason he removed the guide wire was because under fluoroscopy, the tip looked like it was fractured. The dark part of the guide wire at the tip was separated into two parts, which is not normal. When we removed the wire, it looked like the coil tip indeed had a defect that separated it into two. The guide wire never went down the coronary, and the fracture was noticed just as it was exiting the guide catheter. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation performed by asahi intec co. Investigation of returned prowater j guidewire revealed coil stretch for approximately 4mm at the middle brazing prepared at 25mm from tip end, the section distal therefrom was wavily deformed. There were no kinks and no separation. With the provided information and the outcomes of the investigation, it is inferred that pulling force exceeding the product design limit was locally applied to the coil distal section when taking the guidewire out from holder tube and/or during the handling thereafter, and the physician failed to find the stretch of the coil and used the guidewire to the procedure, resulting to notice the coil stretch under the fluoroscopy. Since all the shipped products are inspected in the production process for meeting products specifications and the release criteria, and no defect such as coil stretch or deformation when packaging into the holder tube, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, (B)(4) distributes the device and is responsible for MDR reporting.